Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was unable to reproduce the reported "failed downstream occlusion test." Review of history log confirmed downstream occlusion alarms but found it inconclusive on the time that elapsed before the alarm was reproduced. The device passed all occlusion testing and was found to be operating within spec. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump did not pass the downstream occlusion test. It was also reported that there was no pt involvement.